Event description:
It was reported that an occlusion alarm occurred. The customer declined to troubleshoot the issue with tandem technical support, therefore no additional information was obtained. The customer's blood glucose level was 413 mg/dl.